Event description:
Philips received a complaint from the technician, reporting that the v60 ventilator displayed no flow and flow occluded and stopped blowing air. The device was in clinical use when the issue occurred. There was no patient or user harm reported. The customer just called in to report the issue since a patient was involved. The customer is going to evaluate the unit and perform testing and callback if further assistance is needed.

Manufacturer narrative:
Per follow up information provided by the customer, no repairs were required for the alleged issue. The device passed all testing and was returned to service with no repairs needed.